Manufacturer narrative:
The visual inspection shows that the seal is fully unwound and out of deployment tube. Other observations are tension spring still inside deployment tube; seal separated from the tether and plunger was depressed. Therefore, the complaint is confirmed based on how the seal was received. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery,one heartstring seal became unraveled while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.